Event description:
It was reported that while extracting a hip implant, the extraction device appears to have cold welded due to excessive force applied by the surgeon. As a result of this, the implant extracted cannot be removed from the extraction device.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.